Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® vg angiojet® thrombectomy set and an angiojet® ultra system console were selected for a thrombectomy procedure; however it was noted that the device stopped aspirating and the console displayed a "check for kink" error message. No patient complications were reported.